Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory indicated the battery measurement was not available. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4598 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a partial diagnostic reset, which caused the impedance trends and battery voltage values to be missing from the remote transmission. Follow-up with the physician's office revealed the patient had been seen in the clinic since the reset and the device was reprogrammed; it remains in use. No patient complications have been reported as a result of this event.